Event description:
The patient stated he had about 6 v-go devices that were applied at 7am after showering and fell-off 30 minutes later,he cleaned the sites on his abdomen with alcohol and let them dry. The patient stated the devices have been discarded.